Manufacturer narrative:
It was reported to abbott, a patient¿s ipg became inoperable after undergoing an unrelated surgery. The device had not been placed in surgery mode. The rep met with the patient and was unable to recover the device. Surgery to replace the ipg was scheduled but had to be postponed. As of 07 feb 2024, surgery had not been rescheduled. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure wherein the patient's ipg was not placed into surgery mode. The patient's ipg has since been unable to communicate with external devices. Surgical intervention may take place at a later date to address the issue.